Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead exhibited high out-of-range pace impedance measurements greater than 2,000 ohms. It was noted that impedance was measured at approximately 400 ohms at the patient's previous in-clinic follow up. Capture threshold was also noted to be acceptable in lv tip to rv pace configuration. As such, no intervention is planned at this time and the patient will continue with regular follow-up. The patient's reported hospitalization is due to non-device related health issues. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.